Event description:
Implants removed due to active infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5521-b-500, lot # alez, description: tri ts baseplate size 5. Cat # 5551-g-381, lot # unk, description: triathlon asymmetric x3 patella. Cat # 5512-f-60, lot # unk, description: tri ts femur sz6 left. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Implants removed due to active infection.